Event description:
Retrospective report per 803.50 (a) (MDR # 3030277-2011-00066). Device display malfunction.

Manufacturer narrative:
(B)(4). Conclusion: this report is being filed as it cannot be concluded that recurrence would not result in an adverse event.